Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported that approximately 14 inches of air was noted in the tubing distal to the soluset. No air was delivered to the patient. The customer contact stated the tubing set was either reprimed or replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.